Event description:
The user facility reported that during a diagnostic colonoscopy, the physician experienced a complete loss of image when the endoscope was flexed. The procedure was completed with a similar, but different device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of image difficulty. The image was blurry, with tunnel vision and was out of focus during angulations or when the bending section was manipulated. The objective lens was separated from the cover glass, which caused the image difficulty. The distal tip cover (c-cover) was dented, and the air/water channel was clogged due to debris obstructing nozzle passage. The device was serviced and was returned to the user facility. This report is being submitted as an MDR in an abundance of caution.